Manufacturer narrative:
Please note that device is distributed outside the united states, however it is similar to the united states product. A pt of unk age, gender and medical history experienced a thrombotic event, coronary aneurysm and mi more than a year post cypher stent implantation. The reason for the pt's initial admission to hospital was not reported; but an angiogram revealed a lesion in the diagonal. The pre or intra procedural administration of asa, plavix, heparin or gpiibiiia and the performance or recording of acts was not reported. No vessel and/or lesion characteristics were provided. It is not known if the lesion was pre-dilated prior to the placement of a cypher stent of unk size at an unk maximum inflation pressure. The post procedural administration of asa or plavix was not reported. More than a year after the index procedure, the pt developed an mi. A repeat angiogram revealed thrombus within the previously implanted cypher stent. The distal aspect of the stent also appeared to be aneurismal. This was treated with ptca and the placement of a non-cordis bms. The product remains implanted in the pt and is thus not available for evaluation. In addition, a DHR review could not be performed since the lot number was not provided. Thrombosis is a known potential adverse event following stent implantation. Based on the limited info provided, it is not possible to draw a conclusion about a relationship between the device and the event. Corrective action has been opened to address late and very late thrombotic events associated with cypher stents. Please note that this is the initial/final report for this product.

Event description:
The report received from the affiliate indicated that the pt had a cypher stent implanted at another facility and presented with a myocardial infarction (mi). Coronary angiography was done and demonstrated very late stent thrombosis. A percutaneous transluminal coronary angioplasty (ptca) was done. The diagonal branch was re-opened with a balloon. A 2.5 x 12 mm driver bare metal stent was implanted distally as post-angio, an aneurysm was noted. Add'l info has been requested but is not available at this time.